Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens of diopter -6.0/+2.5/125 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The patient experienced a low vault. The lens was implanted; removed and replaced intraoperatively with the same model and power, longer length but the problem was not resolved. Additional information provided: "replacement lens was also low vault, so will be replaced again". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -6.00/2.50/125 (sphere/cylinder/axis) was implanted into the patients left eye (os). On (B)(6) 2022 the lens was implanted,removed and replaced intraoperatively for a longer length lens and the problem wa not resolved. See MFR # 2023826-2023-00615 for exchange lens.